Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial left hip arthroplasty on (B)(6) 1993. Subsequently, patient underwent a revision procedure on (B)(6) 2004 due to poly wear. Additionally, patient underwent a closed reduction of the left hip on (B)(6) 2013 due to dislocation caused by a fall. Patient underwent another closed reduction on (B)(6) 2015 due to dislocation caused by a motor vehicle accident.